Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer was failed. A field service engineer confirmed the customer that the issue had been resolved. The system functioned as intended after the field service engineer confirmed with the customer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 drawer was failed and not detected on the bus. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.